Event description:
A customer contacted beckman coulter inc. (Bec) reporting that while unloading cartridge chemistry reagent cartridges from their unicel dxc 600 pro synchron clinical system, they observed clear fluid on top of the reagent cartridge. The customer also stated she observed fluid on the drip tray under reagent probe b. The leak was contained within the instrument. The customer was wearing a gown, gloves and eye protection at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and determined that reagent probe b was leaking due to the collar wash vacuum valve. Fse replaced the valve and no further leaking was observed. Repair was verified per established procedures and results met published performance specifications. The cause of the leak is the collar wash vacuum valve. (B)(4).